Event description:
Customer reported the dpm 6 monitor had a blue screen, which may have resulted in loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the display cable. Unit was calibrated and safety tested unit to factory specifications.